Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer, who is also an hcp, reported receiving a "connected to computer" message on his adc freestyle libre meter and no reading could be obtained. The customer went to the ER and he was prescribed pioglitazone (anti-diabetic medication) and administered glucose (type/dose unknown) as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer, who is also an hcp, reported receiving a "connected to computer" message on his adc freestyle libre meter and no reading could be obtained. The customer went to the ER and he was prescribed pioglitazone (anti-diabetic medication) and administered glucose (type/dose unknown) as treatment. There was no report of death or permanent impairment associated with this event.